Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer head became unattached causing blood luring a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed the blood leak was external and occurred three and a half hours after imitation of the patient's treatment. The cm stated blood was noted leaking from the dialyzer housing head and appeared as though the head was separating from the dialyzer itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient treatment was discontinued and the patient was re-setup with new supplies as the patient reportedly had less than 30 minutes left of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a dialyzer head became unattached causing blood luring a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed the blood leak was external and occurred three and a half hours after imitation of the patient's treatment. The cm stated blood was noted leaking from the dialyzer housing head and appeared as though the head was separating from the dialyzer itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient treatment was discontinued and the patient was re-setup with new supplies as the patient reportedly had less than 30 minutes left of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: a4.

Event description:
A user facility clinic manager (cm) reported a dialyzer head became unattached causing blood luring a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed the blood leak was external and occurred three and a half hours after imitation of the patient's treatment. The cm stated blood was noted leaking from the dialyzer housing head and appeared as though the head was separating from the dialyzer itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100ml. Immediately following the event, the patient treatment was discontinued and the patient was re-setup with new supplies as the patient reportedly had less than 30 minutes left of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.